Event description:
A customer reported to baxter (B)(4) of a secondary medication set in which the tubing separated from the drip chamber. According to the report, a nurse was preparing an intravenous infusion for a patient. The nurse spiked the bag with the tubing. She turned away for a moment, and when she returned she noticed that the tubing had separated and the unknown enzyme replacement therapy medication was leaking. The bag was inverted to prevent further loss of the solution but approximately half the dose leaked. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Visual inspection showed that the tubing arrived assembled to the outlet port of the drip chamber. The tubing separated easily with little manual force. Visual inspection of the tubing end showed that there is no visible plow ridge. Closer visual inspection of the tubing end showed that there appears to be no residual solvent bond present. It appears that the tubing separation was the result of insufficient solvent bonding on the tubing end. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.